Event description:
It was reported that anchor was inserted into drill hole, sutures were tightened and grub screw was advanced. The surgeon noted that the knob was a little stiff and reluctant to turn, and would spring back against him, sutures were taken off the cleats, then the inserter was removed. The anchor site visualized. Procedure was finished and patient stitched up. The surgeon noticed the end of the inserter was missing off one of the inserter handles. They x-rayed the patient and have found that it is inside the anchor inside the patient.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One bioraptor knotless suture anchor inserter was returned for evaluation. Anchor was not returned for examination. Visual assessment of the device confirmed the reported complaint. The distal end of the inner shaft has broken off. Functional assessment of the inserter confirmed the inner shaft advanced and retracted when the torque limiter was rotated. The torque limiter functioned as intended. Disassembly of the device confirmed the break area is coiled up/pig-tailed. This is an acknowledged failure mode that has been evaluated and is being monitored.